Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced high blood glucose of over 400 mg/dl for three hours and they did not know why. The customer stated that their blood glucose had decreased since then and did not want troubleshooting to be performed. They also stated that they noticed a wet spot in the tubing that may have been an air bubble. Nothing further was reported.